Manufacturer narrative:
The device history record for the lot involved was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. Explanted valve was returned and underwent visual inspection and functional testing. Bodily fluid observed on device during visual inspection but valve appears undamaged. No other issues found with the device. State pressure test was also conducted on the unit to mimic the physiological flow conditions of the human eye. The issue of low iop condition as reported by customer was repicated and confirmed. The IFU was reviewed and was confirmed to include hypotony as a known complication and adverse reaction.

Event description:
Doctor reported, "fp7 ahmed previously implanted on (B)(6) 2022 was over filtering. Surgery on (B)(6) 2022 to replace fp7 with another stent."